Event description:
This male patient with a history of arterial fibrillation, previous coronary intervention (pci) of the distal ca with bare metal stent placement (liberte, in 2007), previous smoking habit, congestive heart failure (chf), chronic lung disease (copd), moderate to severe renal disease, and metastatic cancer was admitted to the hospital for an acute, inferior wall, st-elevation myocardial infarction (mi). The patient presented emergently with killip iii classification (frank pulmonary edema). The patient's baseline medications include aspirin, plavix, an unknown anticoagulant (atrial fibrillation), statins, and ace inhibitors. Upon arrival to the hospital the patient was given aspirin, a loading dose of plavix (300mg), integrilin, and low-molecular weight heparin. Pre-procedure cardiac enzymes showed ck more than 5 times the upper limits of normal (uln) and troponin 3 times uln. The patient was taken emergently to the cath lab where angiography revealed an 85%, 20mm, instent, restenosis of the previously implanted bare metal liberte stent. The lesion as described as type-b2, eccentric and moderately calcified with no evidence of thrombus. Flow through the vessel was timi iii. The lesion was predilated with a 2.5 x 15mm ptca balloon inflated to 14 atms. The time from admission to first balloon inflation was 45 minutes. A 2.75 x 23mm cypher select plus stent was positioned within the instent restenosis and was deployed to 20 atms with satisfactory results. The stent was not post dilated. There was no evidence of residual stenosis, thrombus, or dissection and the flow through the vessel was timi iii. The patient was discharged after four days with orders for daily aspirin, plavix (12 months duration), low-molecular weight heparin, statins, and ace-inhibitors. At one month follow up, the patient was compliant with all medications' and had no complaints of cardiac symptoms. Approximately 3 1/2 months post index procedure, the patient experienced chest pain and presented emergently to the hospital, and was ruled in for acute coronary syndrome (acs). The patient reported being compliant with all medications. Eck revealed an inferior wall, non q-wave mi. Cardiac enzymes showed ck elevated 2 times uln and troponin elevated less than 2 times uln. After three days of medical treatment, the patient was taken back to cath lab where angiography revealed a 90%, proliferative, instent restenosis in the previously placed cypher select stent, which extended distally beyond the stent. Flow through the vessel was timi ii and there was no evidence of thrombus. The patient was treated with re-pci and stent placement. Two additional cypher select plus stents, a 3.0 x 13mm and a 3.0 x 18mm, were deployed in the proximal (60% stenosis) and mid-rca (90% stenosis), respectively. The event resolved without sequelae.

Manufacturer narrative:
Cypher select plus (crb) is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.